Event description:
It was reported that the ilet issued alarm 34 at 3:49 am indicating insulin out of drug, after which the user did not replace the cartridge and infusion set until the evening meal at 7:58 pm, resulting in elevated glucose levels. This represents a usage problem related to following proper procedures, not a specific device component failure. Symptoms included hyperglycemia reaching 403 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue consistent with not reverting to alternative therapy once ilet stops dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.